Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The twist clamp was twisted by hand and there was no separation observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of the minicap transfer set. This occurred after treatment of continuous ambulatory peritoneal dialysis therapy; when the patient was disconnecting from treatment. The transfer set was placed on the patient two days prior to the event.the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.